Manufacturer narrative:
The device has been returned for analysis, however, additional testing has not been completed at the time of this report. A supplemental report will be filed when analysis is complete.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 18 atms on the first inflation. The 90% stenosed and calcified lesion was located in the distal left circumflex artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good".